Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device powered up properly after the test battery was installed. Device was monitored for two days. No blank display noted. Device uploaded properly using care link. Device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 700 mg/dl. Customer¿s daughter also reported that the insulin pump was not working. Customer¿s blood glucose level was 700 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with intravenous injection and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.